Manufacturer narrative:
An event regarding infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As per sales rep, patient had right knee revision due to infection. I and d was performed and insert exchanged.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As per sales rep, patient had right knee revision due to infection. I&d was performed and insert exchanged.